Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a specialty pin was reported. The event was not confirmed. Method & results:  device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided.  Conclusion: the event could not be confirmed because insufficient information was provided. Additional information including operative reports, device lot identification, return of the device as well as photographs/video of the event as it occurred are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.    No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Part #: I-k2218fp00. 2 pins were used in a total knee. They were drilled into the patient using a wire driver and upon removing the wire driver the end of the pins broke off. Nothing was left in the patient.